Event description:
It was reported that water is leaking from the catheter. There was no pt injury reported.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfyg1098. The device was returned. The complaint investigation is confirmed for a cut in the outer catheter, resulting in saline leaking from the location of the cut. The definitive root cause could not be determined based upon available info. The root cause is not likely manufacturing related as all catheters are flushed with air 100% prior to packaging. It is unk if pt and/or procedural issues contributed to the reported event. The crosser instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.